Event description:
This device has been pulled from the unit that it was used on, due to three failures to note that three different patients had greater than 400cc of urine retained in their bladder. This led to no patient harm. The vendor has been contacted, and has been very responsive to the malfunctions that this device has been apparently giving. The vendor gave additional education to the concerned staff that were going to be using said device. While on-site, the vendor witnessed the device malfunction.